Event description:
It was reported that during a procedure at the user facility the device was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.